Event description:
This is being filed to report the leaflet damage and increased mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to <1. The patient returned on (B)(6) 2022 with shortness of breath. It was noted the anterior and posterior leaflets around the clips had torn. The clip were confirmed still stable on the leaflets however the mr increase to 4. No treatment was performed at this time. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported torn leaflet could not be determined. The reported mr and dyspnea appear to be cascading events of the torn leaflet. Additionally, tissue damage, dyspnea, and mr are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.